Manufacturer narrative:
The broken proximal portion of the catheter was returned with approximately 22.1 cm of the distal tip missing which is reported remaining in the patient. The catheter was evaluated and found to have separated due to excessive tensile forces applied during use. The onyx avm instructions for use (IFU) warns "in general, minimize the reflux to less than 1cm". Catheter separation. (B)(4)

Event description:
Embolization treatment of a spinal dural fistula with onyx. It was reported while removing the catheter at the end of the procedure, the distal section broke off and remains in the patient's vessel. The amount of onyx reflux was reported to be 3cm. No patient injury reported. Same event as MDR# 2029214-2011-00112.